Manufacturer narrative:
The pod download data showed an 0x31 alarm generated just after completing the first priming sequence. This hazard alarm caused the pod to deactivate before completing second priming. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No damages or defects in the device were found that would cause a failure to deploy the needle. Generation of the hazard alarm stopped the delivery of insulin. The actual root cause of the hazard alarm could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide:  model: ust400,  17845-5a-aw rev b 09/17.  Changing your pod:   chapter 3 / pages 33;  warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.  Checking your blood glucose:   chapter 4 / page 36; warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the needle did not deploy when the pod was activated; the cannula was not visible and pink slide didn't move forward, which indicates a needle mechanism failure. The pod was worn for less than one hour and patient reported a "normal" blood glucose level of 130 mg/dl.